Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pump ruptured and blood may have entered. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1(name, email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge filed service engineer (fse) evaluated the unit and performed a leak test and visual inspection and found no blood sample inside the device. The fse advised this was caused by user error. Performed the full testing and calibrations as per specifications. Performed the electrical safety testing as per as3551 standard. Device is working within specifications.